Event description:
A pump declared an alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level. Despite assistance from technical support, the customer couldn't resume insulin therapy due to a recurring cartridge alarm. Consequently, the pump was replaced under warranty. The customer switched to multiple daily injections as a backup therapy. Technical support confirmed the shipping address, instructed the customer to place the pump into storage mode, and guided them on returning the defective pump using a pre-paid label within 10 days.